Manufacturer narrative:
The device was returned to the zoll fa lab for evaluation. The reported issue was confirmed through both the event trace review and functional testing. Upon internal inspection, a damaged jumper cable was identified as the contributing factor to the failure. The jumper cable was subsequently replaced to resolve the issue.

Event description:
It was reported that during use on a patient (age and gender unknown), the device experienced a consistent hardware fault alarm. It was confirmed that the device continued to ventilate during the reported alarm. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.